Event description:
It was reported during a bd clinical practice consultant site visit that an under infusion of cisplatin (chemotherapy) occurred on the 3 east unit. The channel on the left side of the pcu was supposed to run over one hour. When the clinician returned to flush the medication, the tubing still had 120/300 ml left to infuse (40 minutes left to infuse). This pump was investigated by biomed and they noted the bezel broke and they may be the reasoning the pump was running slow. And the biomed also noted that an air-in-line occurred 40 minutes into the infusion. And this is why the pump did not infuse. This event did not impact the patient.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit it was reported that an under infusion of cisplatin (chemotherapy) occurred on the 3 east unit. The channel on the left side of the pcu was supposed to run over one hour. When the clinician returned to flush the medication, the tubing still had 120/300 ml left to infuse (40 minutes left to infuse). This pump was investigated by biomed and they noted the bezel broke and they may be the reasoning the pump was running slow. And the biomed also noted that an air-in-line occurred 40 minutes into the infusion. And this is why the pump did not infuse. This event did not impact the patient. The device under infused.